Event description:
On (B)(6) 2013 it was reported that the screwdriver was not clicking and just spun, even though it "feels" like it is tight enough. A new generator was used and diagnostics showed the device was within normal limits. The device was returned on (B)(6) 2013 and is pending product analysis.

Manufacturer narrative:
.